Event description:
A report was received that alleges that the cuff of the tracheostomy tube was not holding air unk amount of time in situ. Replacement was required.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.